Event description:
N/a.

Manufacturer narrative:
Updated fields:b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer narrowed it down to either the transducer or the electrical cable running from the transducer to the cardiosave. Esp personnel reviewed simple troubleshooting and the customer replaced the electrical cable to the transducer which resolved the issue. The customer did not know if the cable is getinge product and after resolving the issue, the customer did not wish to share any other information.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, e1 (initial reporter). Reverting the contents of section d4 to blank (catalog #, version or serial#, unique identifier (UDI) #) as no details provided.

Event description:
N/a

Event description:
It was reported by rn roseangela that the intra-aortic balloon pump (iabp) had difficulty obtaining the transduced arterial pressure (ap). She had narrowed the issue down to either the transducer or the electrical cable connecting the transducer to the cardiosave device. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.